Manufacturer narrative:
Unable to determine how much traction was pulled or for how long. Unable to determine if the perineal post padding was intact or if any foreign objects were present.

Event description:
It was reported the patient had total right hip replacement. The patient complained of sore and swollen labia and was referred to an ob/gyn. The patient reported having visited multiple ob/gyns. Nurse indicated patient might be referred to a plastic surgeon or wound care specialist.